Event description:
It was reported that during a wedge resection procedure, two staples dropped into the pt. The staples were retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.